Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jsnj, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported never having symptom relief from therapy as they still had leakage and problems. The device was turned off for the unrelated surgery, which was scheduled for the following day. However, the patient started feeling stimulation 3-4 days later like it was on. The stimulation went down her sciatica. The patient reportedly could not turn off the device as she did not know how to do it. During the call, the device was confirmed to be off. Approximately 2 weeks later, the consumer reported still having tinging all up and down her right leg which started when she was at the pain clinic. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.